Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse checked the aspirate probe aspirations and acid, base, and wash1 dispenses. The cse also checked the mechanical alignments and decontaminated the water, wash 1, acid, and base lines and verified that the instrument was functioning properly. A siemens headquarters support center (hsc) specialist reviewed the data provided by the customer and the service report. The hsc specialist stated that tni-ultra has a low relative light units (rlu) result range, which means that any change in the quality of the wash performance or the sample preparation can create enough change to cause the discordant results. This incident is considered as an isolated event. The hsc specialist stated that there may have been an issue with the samples being tested. The cause of the discordant, falsely elevated tni-ultra results on two patient samples is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (tni-ultra) results were obtained on two patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s). Patient 1 was provided with double anti-wrinkle therapy due to the discordant result. New samples were drawn from the patients three hours after the initial sample draw and were run on the same instrument, resulting lower. The original and redraw samples for both patients were run on an alternate advia centaur xp instrument, resulting lower. The original and redraw samples for patient 1 were then run on the original instrument, also resulting lower. The condition of patient 1 was being monitored by the emergency department. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra results.